Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced outflow graft failure/malposition. There was compression due to hematoma. The ventricular leaf was opened, and the hematoma was removed.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on the hm ii lvas, serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU lists adverse events including bleeding that may be associated with the use of the hm ii lvas. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the hm ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the source of bleeding was unknown and bleeding was resolved. The patient status was unchanged.